Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the impactor tip fractured within a surgical case. The correct surgical technique was used, and no complications, injuries, surgical interventions, or foreign bodies were reported due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was not confirmed, as the impactor tip was not returned. Visual examination of the returned product/provided pictures identified the impactor returned, which shows signs of use with some nicks and gouges on the handle of the impactor as well as the strike plate. The grey poly impactor tip was not returned with the device. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.